Manufacturer narrative:
No used or unused devices were returned for testing and evaluation. Due to the lot number being unknown, we were not able to conduct any testing and evaluation on the retained samples. If we receive any new information in relations to the case, a follow up report will be sent.

Event description:
Patient (B)(6)'s daughter (B)(6) returned the infusion set that was in the customer's pump when he passed away. Lot number is unknown.